Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 26-aug-2025, it was reported that a beta bionics ilet user experienced an occlusion alert during a meal announcement, which resulted in a hyperglycemic episode with a blood glucose value of 302 mg/dl. The user addressed the event by performing a supply change. No outside medical intervention was required.